Event description:
It was reported that the device would not respond wirelessly to various programmers. It was further reported that the device demonstrated rapid battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk (B)(4) shows minimum battery equal to 3 to 2.95 volts between (B)(6) 2011 and (B)(6) 2012 and is before device recommended replacement time less than or equal to 2.62 volts.